Event description:
The surgeon had performed a successful partial knee arthroplasty procedure. Upon review of the post-operative x-rays, it was discovered that the checkpoint screws had not been removed and were implanted in the pt's bone. The checkpoints were surgically removed later that day.

Manufacturer narrative:
Mako quality assurance discussed the event with the risk manager at the user facility. The manager expressed concern regarding the training level of her staff; specifically whether they knew to include the checkpoints in their surgical counts (she mentioned that two of the staff members were new to the procedure). Controls regarding checkpoint removal can be found in the user guide, as well as the mako plasty sales specialist occupational competency training that requires a verbal notification of the operating room staff when the "remove checkpoints" alert screen comes up on the monitor (this happens twice at the end of the workflow). The operating room's assignment of under-trained staff to support the makoplasty procedure was the root cause of failed checkpoint reconciliation, and would classify this issue as stemming from user error. Mako conducted a retraining session at the user facility.